Manufacturer narrative:
H2) device evaluation: d4 model number updated. D9 date returned to manufacturer: 7/21/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump was put through accuracy test 3 times and all 3 tests came out as flat 21.5 ml flat. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative updated software, reset the unit to standard configuration, and performed downstream occlusion (dso)/upstream occlusion (uso) sensor calibration. The pump passed all functional tests and performed as intended validated through dso/uso sensor testing.

Manufacturer narrative:
B3: year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump accuracy had failed. There was no reported patient involvement.